Manufacturer narrative:
One photo was submitted of the connection methods of the infusions set but no photos of the failure. The customer complaint of separation could not be confirmed. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review could not be performed because the lot number is unknown.

Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd infusion set had separated. The following information was provided by the initial reporter: optima n-40 injector separated from primary line at luer connection resulting in chemo spill. Failure at primary line connection to patient access point. Occurs with 24 hr infusions. Infusion clamp is being used.